Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. The 28 x 2.75 promus premier drug-eluting stent was selected for use. During the procedure the tip of the device was fractures. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.